Event description:
End user's daughter called stating that the unit is not dispensing the medication. Tubing allegedly does not fit the compressor. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model irc1705, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1148073 rev b (dec-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter called stating that the irc1705 aerosol compressor is allegedly not dispensing her father's medication. The daughter alleges that the tubing for the compressor does not fit in the nebulizer, the pressure in hose blows it off the unit. Consumer is returning the product to the place of purchase for new unit under warranty.